Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were successfully implanted. The device was programmed to secondary vector. Following successful induction and conversion of ventricular fibrillation (vf), the patient was bradycardic immediately post shock. It was reported the device did not provide post shock pacing, even though the patient remained below 50 beats per minute (bpm). The patient's heart rate slowly increased back to normal without any further issues. Review of device data and analysis of the stored s-ECG, indicated there was oversensing which inhibited pacing therapy post shock. It was further discussed that post shock, the device automatically switched to alternate sensing in which there was a 5.7 second pause. It was suspected that the patient's bradycardia was due to general anesthesia. No adverse patient effects were reported.